Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pilot valve is causing the unit to alarm. Additional malfunction is the power switch is not alarming properly.